Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device discarded by the customer.

Event description:
The affiliate reported via email that the inserter tip was broken during the surgery of remplissage for recurrent shoulder joint dislocation on (B)(6) 2017. There was a possibility that the broken fragment of the inserter tip was remained in the patient¿s body. The surgeon recognized that the insertion angle of the inserter was unsatisfactory. The surgeon also felt the patient¿s bone seemed to be hard, and did not recognized the breakage of the inserter tip during the surgery. It was brand new and the first use when the issue occurred. There is no patient problem identified at this time. The backup device was used to complete the case. Additional information received via email from the affiliate on (B)(6) 2017 no information is available on the product code and lot number on the anchor. E no information is available if the breakage resulted in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. No information is available on how the procedure was completed no information is available if alternatives were readily available the report said the angle of insertion was not vertical and the bone was hard. No information is available if surgical intervention is planned no,patient impact at this point of time. The patient¿s condition is under monitoring. Affiliate emailed on device (B)(6) 2017 the device will not be returned to your site because the device was discarded by the hospital.